Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to a kink in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink is consistent with damage during use.

Event description:
Following a successful premature ventricular contractions (pvc) procedure, worsening of a baseline pericardial effusion occurred. At the end of the procedure, as the catheter was removed, there was difficulty, and a kink and possible fracture was noted proximal to the last electrode. Following the procedure, while monitoring the baseline effusion via ice and echo, it was noted to have worsened and a pericardiocentesis was performed and 800 ml/fluid was removed. The physician alleges the worsening of the effusion was likely due to difficulty removing the catheter. The patient is currently in stable condition and has been discharged.